Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was powering off during use. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt reported that the alleged issue began on the morning of five days earlier, after the subject meter was dropped on a hard surface. The pt denied making any changes to her diabetes management as a result of the reported issue. However, the day after the reported issue began, the pt claimed she felt her blood sugar was running high. She indicated having "dry mouth" and a "fast heart beat." Since the pt was unable to test on the subject meter, she stated she tested on her company's blood glucose monitor (patient works at a nursing home) and obtained a reading of "279 mg/dl." The pt denied receiving medical intervention from a hcp. At the time of troubleshooting, the customer care advocate (cca) confirmed there was misuse to the subject meter. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue, and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.